Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was monitored and no unexpected weak battery alarms were occurred during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then was programmed with a basal profile of 1 unit per hour, and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly with the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 276 mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer also had high reading of 585 mg/dl, which was treated with the pump. Troubleshooting was performed and the pump had delivery anomaly. The insulin pump was returned for analysis.